Event description:
It was reported to philips that the device fell and the battery could not be removed. There was no patient involvement.

Event description:
It was reported to philips that the device fell and the battery could not be removed. There was no patient involvement.